Event description:
It was reported that during a laparoscopic lobectomy, the device could not be fired at the first stroke of the second firing when the device was used for right upper lobectomy. The firing force was higher than expected. Reinforcement material was not used. The deployed staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/16/2012. Premature sled movement. Additional information was requested and the following was obtained: additional information received: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. What other color cartridges were used before and after this event? No information. Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? If so, when? No information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The device was received for analysis with no visual non-conformances and with an ecr45b cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. However, two staples were missing from the staple line, the missing staples do not created a fluid path or compromise the integrity of the staple line. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.